Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
Impossible to unscrew the mount from the implant in patient mouth and was removed. Another implant has been placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) boes505, (3i t3 short external hex parallel walled implant, 5mm(d) x 5mm(l)) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with minor signs of use. The implant disengaged from its mount during a functional test as intended. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2018091487. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018091487 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.